Event description:
During an implant right heart catheterization procedure of cardiomems, the patient experienced ventricular tachycardia and needed to be cardioverted twice to resolve the event. After the implant, there were difficulties calibrating the device. An echocardiogram was scheduled to resolve the issue.

Event description:
During an implant right heart catheterization procedure of cardiomems, the sensor was displaced proximally. The sensor was attempted to be pushed back manually using a swan ganz balloon but was not successful and the patient experienced ventricular tachycardia and needed to be cardioverted twice to resolve the event.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The cause of the reported event remains unknown.

Event description:
During an implant right heart catheterization procedure of cardiomems, the sensor was displaced proximally after deployment when the delivery system was retracted. When withdrawing the delivery system the sensor appeared to be caught on the delivery system. The sensor was attempted to be pushed back manually using a swan ganz balloon but was not successful and the patient experienced ventricular tachycardia and needed to be cardioverted twice to resolve the event.